Event description:
At rinse back of a routine hemodialysis treatment the operator was unable to connect the patient arterial blood line to the saline spike/port because the male luer of another manufacturer's syringe broke off at the saline spike/port. Operator did not rinse back and patient had a 190 cc blood loss. Post event, hb was 9.6. Patient's epogen dose was increased to 15,000 units per week from 15,000 units every other week. No other medical intervention was provided.

Manufacturer narrative:
Cartridge lot # 2067735 was returned and evaluation confirmed that the male luer of a syringe broke off in the arterial priming line on the saline spike. This appears to be a random event. There was no problem reported with disconnect of the patient blood line from the same saline spike connector prior to starting the treatment. Cartridge contains standard luer components widely used throughout dialysis industry. Nxstage medical considers this report closed.